Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a saccular iliac artery aneurysm. The aortic neck diameter was 22mm, the length was 30mm, and the neck angle was 60 degrees. It was reported that delivery system was positioned at the flow divider, but the stent graft cover would not retract and allow the graft to deploy properly when the trigger was pulled. The physician disassembled the delivery system and the stent graft was successfully deployed manually. The physician believes the interaction of the delivery system with another manufacturer's sheath may have kinked the delivery system. After successfully implanting the stent graft the physician removed the sheath, inserted the distal contralateral device without a sheath, and deployed it without issue. No adverse events were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (deployment difficulty); caused by another drug/device (sheath). Conclusion: another device caused failure (sheath).

Event description:
The delivery system was returned and its evaluation has been completed. The stent graft was not returned as it was deployed and remained in the patient. The delivery system was returned disassembled; all external components were removed. The delivery system is warped, with three major s-bends. The graft cover is completely separated in one region, with two regions of stretching/yielding. The ro marker band is curled back upon itself. From the distal end of the t-tube to the graft cover break was 22 cm, which matches up with the end of the endseal hypotube. Additionally, there was deformation of the graft cover 15 mm from the end the distal end of the t-tube. From the graft cover break to the first area of graft cover yielding/stretching was 12 cm, with another occurring at 25 cm. Evaluation of the returned device confirmed the delivery system had major damage to the graft cover and a bailout technique was used. The root cause of the deployment difficulty could not be confirmed based on the state of the returned device; however, based on the physician's remarks, the interaction with the another manufacturer's sheath may have contributed.

Manufacturer narrative:
Evaluation, results: caused by another drug/device (sheath. Conclusion: another device caused failure (sheath).